Manufacturer narrative:
The t:flex pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The t:flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high. The pump supplies were changed and a bolus was delivered in an attempt to lower the bg level. The customer was hospitalized on (B)(6) 2017 and during the hospitalization, the bg fluctuated (extreme high and low 47 mg/dl). The cause of the bg fluctuations was not known. The customer was treated with an insulin drip, medication and insulin injections. During a pump system check, incomplete bolus alerts and an auto-off safety alarm were found to have occurred. The customer acknowledged having navigated to the bolus screen and did not exit within the allotted 90 seconds. The customer acknowledged the auto-off safety alarm was valid as there was no pump interaction for 12 hours and then insulin was not resumed for approximately 6 hours. The pump time was found to be off by 6 minutes. The customer did not know the cause of the incorrect time or when it became incorrect. The customer did not think the time contributed to the fluctuating bg levels or hospitalization. The customer thought that the hospitalization may have been to user issues regarding the incomplete bolus alerts and auto-off safety alarm. The cause of the low bg was not known. On (B)(6) 2017, the customer's healthcare provider reverted the customer to insulin injections to manage bg levels. The customer was discharged on (B)(6) 2017. However, the bg levels had not stabilized while using the injections. Upon follow-up on (B)(6) 2017, the customer was still using insulin injections and declined tandem technical support's offer to reach out to a clinical diabetes specialist for assistance.

Manufacturer narrative:
Product problem box checked as yes.